Manufacturer narrative:
Customer indicated that issue was due to barcodes being incorrectly printed from cerner and there is no issue with the instrument. Instrument is performing as intended.

Event description:
Customer indicated that incorrect patient name was attached to the results when they scanned a barcode label. There was no report of injury due to this event.